Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2021). Device pending return.

Event description:
It was reported that prior to a procedure, the packaging tray is melted from the corner. There was no patient contact.

Event description:
It was reported that prior to a procedure, the packaging tray is melted from the corner. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: two sealed hemosplit long-term catheter were returned for evaluation. Four electronic photos were also provided for review. Visual evaluation were performed on the returned device. The investigation is confirmed for packaging, ambient temperature problem and melted as the package was found warped during visual evaluation and the provided photos also confirms the same. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.